Manufacturer narrative:
The sysmex xn-9000/xn-9100 instructions for use (IFU), chapter 15 - technical information, section 15.2 - system limitations and interfering substances, informs of situations where results may be affected. For plts, the IFU notes: "if any of the following are present, the system may erroneously report a low platelet count: possibility of plt clumps, pseudothrombocytopenia (caused by edta typically), giant platelets." Large plts were observed during slide review. The IFU further cautions to use good laboratory practices for inspecting specimens for acceptability and verifying results. No product deficiency identified.

Event description:
A sample from an obstetrics patient was analyzed and generated a low platelet (plt) result. The plt result was questioned by the physician and a redraw was ordered. Samples were redrawn in both edta anticoagulant and sodium citrate anticoagulant. Both samples were analyzed and generated low plt results. The physician continued to question the plt result. Slide reviews were performed on both samples, and the plt estimates were determined to be within normal range. Several large platelets were present upon slide review and were reported. The physician requested the plt result be evaluated by a pathologist. The pathologist determined the plt count was normal with larger than normal plts. Initially, the user reported the patient experienced a delay in the administration of an epidural based on the low plt result. During follow up conversations, the user was unable to confirm if treatment was delayed or withheld. The delivery proceeded with no complications.